Event description:
Patient reported they are unable to use the aligners due to their mandible jaw. Patient provided notes from doctor visit that aligner wear causing discomfort and tmj.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.